Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient underwent another procedure on (B)(6) 2012 and elevate and bioarc were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012. It was reported that on (B)(6) 2013, the patient underwent anterior elevate mesh implant for repair of cystocele and paravaginal defect with sacrospinous ligament vaginal vault suspension.

Manufacturer narrative:
(B)(4)a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to mixed urinary incontinence. It was reported that patient underwent surgery for revision/removal of (B)(6) 2012 and (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.